Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented in clinic for a routine follow up. Upon review, the implantable cardioverter defibrillator had non-sustained right ventricular oversensing episode triggered due to slow ventricular tachycardia falling below detection. The device exhibited functional undersensing leading to loss of high voltage output. Programming changes were made. The patient was unaffected by changes.